Manufacturer narrative:
(B)(4). Duration to failure suggests a non-union condition exists. It is unknown if the non-union or post treatment activity level are contributors to the reported event. The instruments used during placement of the device passed torque test prior and post surgically. The implanted product has not been returned for evaluation. Should the product be returned, investigation will resume and any relevant information will be reported. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."

Event description:
A 4-level (c3-c7) posterior cervical fixation was originally performed on (B)(6) 2012. On routine follow-up on (B)(6) 2012, it was noted that the lock screw at left superior position had come loose. The pt is asymptomatic. The construct remains in-situ and pt has neglected to attend follow up appointments.